Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015, the lay user/patient contacted lifescan (lfs) to report that hardware was missing from her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6), 2015, she did not receive the usb cable/ac adaptor with the subject meter. The patient manages her diabetes with a combination of medications including lantus insulin and metformin and actos tablets. She claimed that " 1 day" after the issue occurred, she developed symptoms of "dizzy [and] extreme thirst". She reported that on (B)(6), 2015 around 5:00pm, as a result of the alleged issue, she consumed less food and drink. She denied receiving any other treatment for her symptoms. At the time of troubleshooting, the cca noted that the patient had indicated that the closure seal on the packaging was intact prior to opening. The cca educated the patient on the correct box contents but the patient was unable or unwilling to confirm whether there was missing product. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged hardware issue began.